Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization.

Event description:
It was reported that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025. During the procedure, the screen flickered and eventually turned off entirely. Throughout the remaining portion of the procedure, the picture color intermittently changed between having shades of red and shades of purple. The procedure was completed with the same exalt model d scope. No patient complications were reported as a result of the event.